Manufacturer narrative:
Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and femoral loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2013. Approximately 6 years and 11 months after the initial procedure the patient had a right knee revision on (B)(6) 2020. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient suffered pain and instability in his right knee for a period of time prior to his revision. During the revision procedure, the surgeon encountered significant polyethylene wear with resulting osteolysis, abundant synovitis, and a grossly loose femur.

Manufacturer narrative:
Pending investigation.